Event description:
It was reported that the longevity of the cardiac resynchronization defibrillator (crt-d) was less than four years, which did not meet expectations. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 5076, implantable pacing lead, (B)(6) 2006; 6947, implantable tachy lead, (B)(6) 2008. (B)(4).